Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the nurse call button was torn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performs preventative maintenance on this bed. The technician replaced the nurse call switch to resolve the issue. Based on this information, no further action is required.